Manufacturer narrative:
(B)(4). Concomitant medical device: cocr heads femoral head, # item 00801802802, lot: 62406704; femoral stem, # item 00771101020, lot: 63374453; shell porous with multi holes, # item 00620205020, lot: 61126976. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00415. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a second revision surgery about 39 days post a revision surgery due to dislocation. When the surgeon went in to replace the liner, it was found that the locking ring on the constrained liner was still in place but it appeared that the liner shifted as the tabs were not lined up anymore and the tabs were worn down. Liner was revised. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Images of explanted head were provided. Images shows the anti-rotation feature of the liner was worn out on the side on both slots. One of the tabs was damaged. Reported event was confirmed by review of images provided. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.